Manufacturer narrative:
Patient identifier, age and weight were not available at the time of this report. Software investigation is in-progress but has not been completed at the time of this report.

Event description:
Medtronic medicraft representative reported that during a spine surgery the site alleged an inaccuracy of 5 mm superior. The surgeon opted to continue the case with the use of the stealthstation. There was no impact on the patient outcome.